Event description:
Reported event: the doctor found cuff leakage when using on patient. A new one was used. No impact on patient.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn# (B)(4). Since there is no sample returned for investigation, one set of representative samples was retrieved from production lot for simulation purpose. Visual inspection was conducted on the production representative sample. No obvious defect was observed. The cuff pressure of the production representative sample was then inflated to 25mbar by using calibrated endotesta. No abnormality was observed on the sample. Cuff pressure of the production representative sample able to be inflate and maintained at 25mbar. Water leak test was then conducted on the sample. No air bubbles were observed flowing out from both cuffs. There is no issue found from the simulation test. The complaint was unable to be further investigated due to no sample returned. Since there was no photograph received root cause of the leak found prior to use at customer side could not be further verified. Hence this complaint is not confirmed.

Event description:
Reported event: the doctor found cuff leakage when using on patient. A new one was used. No impact on patient.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. The pressure of the clear cuff and the blue cuff of the device were tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that both cuffs were able to maintain pressure at 25mbar. A water leak test was then conducted on the returned sample by immersing it underwater. No bubbles were observed flowing out from either cuff, indicating there were no leaks. A device history record review was performed and no relevant findings were identified. The complaint of leakage could not be confirmed. There were no issues found with the returned device.

Event description:
Reported event: the doctor found cuff leakage when using on patient. A new one was used. No impact on patient.